Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a red call doctor (rcd). Troubleshooting was performed. No adverse patient effects were reported. This ICD remains in service.